Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy, cystoscopy due to sui, uterine prolapsed and cystocele. It was reported that following insertion the patient experienced extrusion, urinary problems, erosion, infection, bowel problems and other unspecified issues. It was reported that patient underwent cutting of the tvt and cystoscopy on (B)(6) 2004 for obstructive voiding and recurrent uti¿s.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.